Manufacturer narrative:
(B)(4). The device was manufactured december 12, 2014 - december 17, 2014. The device was received for evaluation. Visual inspection revealed a black mark on the reservoir of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on the reservoir of the device; it was unspecified if the mark was in the fluid path. The device was filled with ceftazidime. There was no patient involvement. There was no patient involvement. No additional information is available.